Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had cracked during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with the naked eye and magnification and identified a cracked mainbody. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.